Event description:
While completing a dressing change on a patient a defect with the tegaderm w//chg was discovered on the kit with lot #279271. The rn noticed several cuts around the edges of dressing and after peeling the back paper to apply to patient, the sticky side was faced upward. We look at all dressing in both supply rooms this was the only kit with lot # 279271. Most all others were lot #275593 and these dressings appear to be fine.